Event description:
It was reported that a spectrum pump displayed close door alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿close door¿ was not reproduced. Evaluation was able to power on the device, open the door, load a set, close the door, program, and run multiple infusions with no discrepancies. A review of the event history log revealed "shut door - power off!" Messages. A service history review found no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper and lower link screws out of adjustment. The upper and lower link screws will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.